Manufacturer narrative:
The field was incorrectly set to "death" on the original MDR submission. There was no death or serious injury related to this event. The field has been corrected to "malfunction".

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and ac power cable were evaluated and recommended for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to power up and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.